Event description:
The rn entered the patient's room and found the PICC line broken approximately one inch below the PICC secure wings. Staff report that approximately three inches remained under the tegaderm, secured to the skin. The PICC line was clamped and the PICC rn was notified. The PICC line was then removed and a new line inserted. No patient harm. The PICC line had been placed in the left basilic vein without difficulty by the PICC nurse. Our facility's practice is to flush PICC lines with saline only using a 6cc or larger syringe before and after IV push meds as well as blood draws. The ports are cleaned with chlorhexidine.